Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent deployed prematurely. Vascular access was obtained via the arm. The 90% restenosed target lesion was located in the moderately tortuous and non calcified subclavian vein shunt. A 7x60x75mm epic vascular stent delivery system (sds) was advanced to the target lesion. During deployment when the distal edge of the epic vascular sds was over the entry point of the subclavian vein, and an attempt to adjust the sds was performed, the outer sheath came off and the stent deployed across the entry point of the subclavian vein. It was noted that the edge of the stent "slightly came out from the proximal of the subclavian vein." The procedure was completed with this device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent deployed prematurely. Vascular access was obtained via the arm. The 90% restenosed target lesion was located in the moderately tortuous and non calcified subclavian vein shunt. A 7x60x75mm epic vascular stent delivery system (sds) was advanced to the target lesion. During deployment when the distal edge of the epic vascular sds was over the entry point of the subclavian vein, and an attempt to adjust the sds was performed, the outer sheath came off and the stent deployed across the entry point of the subclavian vein. It was noted that the edge of the stent "slightly came out from the proximal of the subclavian vein." The procedure was completed with this device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the pull grip was completely pulled back. The stent was not present on the sds. There was no damage or irregularities. Functional testing of the thumbwheel was not possible due to pull grip being completely pulled back. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).